Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels. Customer¿s blood glucose level was 460 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting was performed. Customer replaced the battery and the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. The off no power alarm functions properly during testing. Insulin pump powered up properly after the test battery was installed. Insulin pump was programmed and monitored for 1 day. No blank display or unexpected battery power loss anomaly noted. Insulin pump had a small crack on the reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.